Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via maude report (B)(4) that post a stenting treatment procedure, thrombosis occurred and the patient had a myocardial infarction. The target lesion was located in the circumflex artery. A 3.0x24mm taxus liberte stent was deployed. It was reported that the patient was not compliant with taking plavix. In (B)(6) 2011, the patient presented with a non-st elevated myocardial infarction due to suspected acute stent closure. Films revealed 100% occlusion with thrombus of the previously placed stent. Follow-up intervention was performed with thrombectomy. Finally, the lesion was dilated with a 2.5x20mm nc quantum apex balloon. No additional patient complications were reported. The patient was discharged on effient.